Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be separating from the bezel. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the lcd was damaged. There was no patient involvement. The device evaluation found the downstream occlusion (dso) seal to be separating from the bezel.